Event description:
Approximately thirty minutes into a laparoscopic procedure, the user was unable to properly ventilate the patient. The device posted a sub-atmospheric message and alarmed. The bellows was noted to remain flat. The anesthesia machine was replaced to complete the procedure. No patient injury.